Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 1/4 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected their transfer set from the patient line of the homechoice set during a dwell cycle. Hp's unit will not supply hp with flexicaps, so hp used the wrapper from their minicap to cover the patient line connector while they were disconnected. When hp returned they reconnected their transfer set to the patient line of the homechoice set and resumed therapy. Tsc assisted hp in ending therapy early. Hp set up with new supplies to complete therapy. Per hp, no patient injury or medical intervention was associated with this incident.